Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. The replaced component was discarded and not available for evaluation. Product analysis reviewed the provided information and photograph and confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: the stellant d injector (serial number (B)(4)) disengaged from the mounting structure and was caught by the technologist preventing it from falling to the floor. No injury or adverse event was reported.